Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lower reading of 246 mg/dl with the freestyle libre sensor, as compared to a reading of 282 mg/dl on a competitor meter. The customer reported experiencing shaking, sick to stomach, and unable to think clearly, and stated she required treatment from a healthcare professional. However, the customer refused to provide further details. Therefore, it is unknown whether treatment was consistent with reported sensor reading. There was no report of death or permanent injury associated with this event.